Manufacturer narrative:
Internal components were evlaluated which revealed the presence of corrosion internally.

Event description:
It was reported that the bur on the maestro perforated chuck wont stop spinning after perforation as intended. There was no patient involvement and no adverse consequences alleged with this event.